Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The patient underwent first operation due to loosened screws. After a vertebroplasty on a level the same screws were used again. The set screws were not able to be tightened in the tulip. Patient complication were reported unknown.

Manufacturer narrative:
Product analysis:visual and microscopic examination of the complaint return set screw witness marks atypical in comparison with bench comparison sample. Set screw threads do not show evidence of misalignment or cross threading. Microscopically examined set screw rod interface node and surface; the rod interface node surface witness marks, and morphology of node deformation are atypical, in relation to the bench comparison samples. Set screw center node deformation height (@ center) consistent with bench tested samples with fully seated set screws. Microscopic examination of the mas crown identified asymmetrical witness marks and deformation noted, consistent with incomplete / angulated seating of the rod during final tightening. The above observations are consistent with incomplete / angulated seating of the rod during final tightening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.